Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Unable to bear weight [weight bearing difficulty], left knee stiffness [joint stiffness], intense left knee pain [arthralgia], left knee swelling [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2011 from a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history is significant for osteoarthritis. The pt also received synvisc previously, in the right knee, in (B)(6) 2011. In the current series, on (B)(6) 2011, the pt received the three injections of synvisc in the left knee respectively. After receiving the third injection, the pt experienced intense left knee pain, stiffness and swelling. The pt was also unable to bear weight. The symptoms started to decrease after taking oral prednisone three days after the synvisc injection. The action taken with synvisc was not provided. The pt's outcome was not provided. On (B)(6) 2011, add'l info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.